Manufacturer narrative:
(B)(4). His toes or feet got wet when the ins was off.

Event description:
The patient reported that the implantable neurostimulator (ins) was sporadically turning off and had occurred two or three times prior to shutting off completely. This occurred about a month ago. The patient was doing his normal daily activities. He noticed that the ins had turned off because his toes or feet got wet when the ins was off. No traumas or falls were reported. The patient was unsure if cycling was programmed. Indication for use included rsd/causalgia- complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.